Manufacturer narrative:
Correction/removal numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was incident in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Device MFR report: 1627487-2013-16221. It was reported the pt experienced a burn at her ipg site during charging a few days after she was implanted. The pt's husband denied the pt had any surgical staples after her implant procedure. The ipg site allegedly was blistered from the burn, and the physician relocated the site from her right to left side. It was reported the pt did not experience any further uncomfortable pocket heating after the incident, and the burn healed. On 08/01/2012 st. Jude medical neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.